Event description:
It was reported that a 2.5 mm xience stent was used to treat an 80% stenosis in the distal right coronary artery and a jostent graftmaster stent system was used to treat a coronary aneurysm in the distal right coronary artery that had a risk of perforation. After the stent was implanted, a 70% partial occlusion of the side branch at the edge of the jostent graftmaster had developed an ostial stenosis that caused a small infarction. There was no treatment provided for the infarction. While in the intensive care unit (ICU), coronary angiography was performed of the right coronary artery and it was noted that there was "stenosis" in the right posterior lateral left ventricle branch adjacent to the graftmaster stent previously placed. The graftmaster stent graft was felt to be the cause of the occlusion, as it had been widely patent after deployment of the graftmaster stent graft; however, it was 70% occluded at this time. Thrombosis or plaque displacement was suspected. Balloon angioplasty was attempted; however; due to a 90 degree angle of the distal right coronary artery, the non-abbott guide wire on which the non-abbott dilatation balloon was loaded would not reach up into the branch from the main right coronary artery. It was decided at this time to discontinue the procedure because the risk outweighed the benefits. There was no clinically significant delay. The patient remained hemodynamically stable and was transferred to the ICU. Less than one hour after the patient was brought to the ICU, the patient started to feel nauseous, diaphoretic and was noted to be bradycardic down to the 40s. The patient's blood pressure was initially elevated at 150 and atropine was given and the blood pressure dropped to the 80's.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient also had an underlying sick sinus syndrome which was exacerbated while in the intensive care unit, as well as paroxysmal atrial fibrillation and tachybrady syndrome. The patients heart rate was elevated and intravenous dopamine was started. An electrocardiogram suggested an acute inferior infarction. The cardiologist was notified and a temporary pacemaker was implanted, with plans to implant a permanent pacemaker the following day. The patient was started on pradaxa to treat the atrial fibrillation and it was hoped that the pradaxa would also benefit the stents. The patients oxygen saturation and blood pressure remained stable; however the heart rate remained in arial fibrillation. The patient then requested transfer to another hospital. No additional information was provided. Stent: xience 2.5. Guide wire: cougar. There was no reported product deficiency. Bradycardia (a form of arrhythmia), atrial fibrillation, atrial tachycardia (forms of arrhythmia), myocardial infarction, arrhythmia, hypertension, embolism, and thrombosis are known adverse events as listed in the graftmaster otw instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship, if any, to the devices could not be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported the graftmaster stents were used to treat an aneurysm in the right coronary artery. It should be noted that the graftmaster otw IFU states: the jostent graftmaster is a balloon-expandable pre-mounted coronary stent graft for intraluminal chronic placement in coronary arteries or aorto-coronary bypass grafts for the treatment of acute coronary artery perforations.

Manufacturer narrative:
(B)(4).